Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc), with multiple struts perforating surrounding tissue/organs, and fracture of multiple filter struts with fractured fragments perforating surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the filter was indicated for left lower leg popliteal deep vein thrombosis (dvt) and bilateral lung pulmonary embolism. The medical history included coronary artery disease (cad), hypertension, peripheral vascular disease, smoker, gastroesophageal reflux disease (gerd) and gastritis. As per the operative report, the procedure (s) outlined comprised of a ¿greenfield trapease filter¿ and placement of inferior vena cava filter. Then, the patient was brought for ¿greenfield filter¿ placement to the inferior vena cava. The initial venogram was done three times with different amounts of dye. Then the ¿greenfield trapease ivc filter¿ was brought and well positioned. It was verified it was below the renal veins and post deployment venogram was performed, which revealed excellent position. There were no complications. There was a successful deployment of ¿greenfield and 6f trapease ivc filter¿ placement. Approximately eight years after the filter was implanted, the patient underwent an abdominal and pelvis computed tomography (CT) scan for filter evaluation. The CT findings reported that the superior end of the cordis trapease ivc filter is at the mid l2 vertebral body. The ivc filter is tilted anteriorly and laterally at the superior end and it contacts the ivc wall. The ivc filter is tilted medically and posteriorly at the inferior end and it contacts the ivc wall. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal. There are four inferior fractured fragments that are unstable causing near complete collapse of the ivc filter; one posterior fractured fragment perforates the ivc wall 8mm and contacts the crus of the diaphragm. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting and fracture of the ivc filter, with fractured filter struts retained within the body. In addition, there are four inferior fractured fragments that are unstable, causing near complete collapse of the ivc filter; one posterior fractured fragment perforates the ivc wall 8mm and contacts the crus of the diaphragm. The patient also experienced anxiety related to the filter breaking and causing further damage.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc), with multiple struts perforating surrounding tissue/organs, and fracture of multiple filter struts with fractured fragments perforating surrounding tissue/organs. The patient reports becoming aware of filter perforation outside the ivc and into organs, tilt and fracture of the ivc filter, with fractured filter struts retained within the body, approximately nine years and six months post implant. In addition, there are four inferior fractured fragments that are unstable, causing near complete collapse of the ivc filter; one posterior fractured fragment perforates the ivc wall 8mm and contacts the crus of the diaphragm. The patient also experienced anxiety related to the filter breaking and causing further damage. According to the implant record, the indication for the filter placement was left lower leg popliteal deep vein thrombosis (dvt) and bilateral lung pulmonary embolism. The medical history included coronary artery disease (cad), hypertension, peripheral vascular disease, smoking, gastroesophageal reflux disease (gerd) and gastritis. The access site was not provided in the operative report. The ¿greenfield trapease ivc filter¿ was brought and well positioned. It was verified it was below the renal veins and post deployment venogram was performed, which revealed excellent position. There were no complications. Approximately eight years post implant, an abdominal and pelvis computed tomography (CT) scan was performed for filter evaluation. The images were submitted for review approximately seventeen months after the scan was performed. The CT findings reported that the superior end of the trapease ivc filter is at the mid l2 vertebral body. The ivc filter is tilted anteriorly and laterally at the superior end, medially and posteriorly at the inferior end and it contacts the ivc wall at both ends. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal. There are four inferior fractured fragments that are unstable causing near complete collapse of the ivc filter; one posterior fractured fragment perforates the ivc wall 8mm and contacts the crus of the diaphragm. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and perforation surrounding tissues and organs could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc), with multiple struts perforating surrounding tissue/organs, and fracture of multiple filter struts with fractured fragments perforating surrounding tissue/organs. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and perforation surrounding tissues and organs could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc), with multiple struts perforating surrounding tissue/organs, and fracture of multiple filter struts with fractured fragments perforating surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.